Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a tingling sensation felt in the area where the stimulator is inserted as if it is overheating. It is not on the visible area of the body, so do not know what it looks like. There is no tingling sensation felt while the stimulator is charging. There were no known environmental, external, and patient factors that may have caused the event. For diagnostics/troubleshooting they were asked to consult with the attending physician. The issue was not resolved at the time of the report. The patient outcome was noted as "no health damage".

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had consultation with doctor on (B)(6). The cause was not determined. There were no current problems. There was no particular abnormality in the ins, and the periphery of the pocket was not reddened or scratched, so it was thought to be a tingling sensation caused by something other than the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.